Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. No supplementing data are available. The case is therefore closed. If additional information should still be received at a later point of time, the case will be re-opened, and the investigation will continue.

Event description:
Ous MDR - the patient was asymptomatic but no acceptable lead measurements were seen, a lead defect is suspected. The lead was re-positioned but still unacceptable measurements were seen. The lead was explanted and a new lead implanted. No adverse patient events were reported.